Event description:
It was initially reported that the patient's device was explanted due to a "medical indication." Later, it was reported that in 2006, the patient had surgery to reconstruct the ear canal wall. Following the surgery, the patient reportedly had chronic mastoiditis. The patient's device was explanted and a new device was reimplanted in 2007.

Manufacturer narrative:
.